Manufacturer narrative:
(B)(6).

Event description:
It was reported that the t-1 and t-2 anchors deployed simultaneously on the device. A backup was available to complete the procedure with a short delay and no patient impact reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).

Event description:
All anchors and suture were removed from the patient.